Manufacturer narrative:
The report was submitted late by the MFR rep, retraining has been conducted. The entire sys has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The pt wanted the devices explanted due to the unit turning on and off continuously. The pt experienced an uncomfortable sensation along the lead under the skin when the unit was on. The pt's device had been reprogrammed without any improvement. The pt recovered without sequela after the sys explant.